Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one representative sample of device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure at the end of the procedure on an open hip surgery, the thread of the suture broke. A new thread was used to complete the case. There was no patient injury.